Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 05/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/06/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of abscess.

Event description:
It was reported that four days after the hydrogel spacer placement, the patient experienced a fever. Subsequent scans revealed that the patient developed an abscess, which was then drained using a transperineal approach. The patient was then reported to be in stable condition. The formation of the abscess was linked to the injection needle inadvertently catching the rectal wall.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 05/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/06/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of abscess. Block h11: block a3a, sex, was updated based on additional information received on may 31, 2024. Block h6, impact codes were updated based on additional information received on may 31, 2024.

Event description:
It was reported that four days after the hydrogel spacer placement, the patient experienced a fever. Subsequent scans revealed that the patient developed an abscess, which was then drained using a transperineal approach. The patient was then reported to be in stable condition. The formation of the abscess was linked to the injection needle inadvertently catching the rectal wall.